Event description:
It was reported that during testing, the pump failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint could not be confirmed/duplicated. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.